Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. (B)(6)

Event description:
The customer observed a falsely elevated potassium result for one patient on an architect c16000 analyzer. The following data was provided (customer¿s reference range is 3.5-5.0 mmol/l): sample ID (B)(6) initial result was 9.0, repeats were 3.3 and 3.3 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated potassium result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. Data provided for the patient showed that the retest result was lower. File samples were not tested, as the sample was retested, and acceptable result was produced. In addition, the quality controls were within range at the time of the incident. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the conc ict diluent, list number 02p32-11, on the architect c16000 analyzer, serial number (B)(6), was identified.